Manufacturer narrative:
Joerns sending the report to the manufacturer.

Event description:
It was reported to the manufacturer by the end user, per the end user patient was in a power chair and the nurse attached sling to cradle and lifted her up and proceeded to move the lift. The nut came off the bolt and she fell straight to the floor. She was in the highest position. The cradle seems to have come apart. The resident sustained a fractured hip and required surgery. (B)(4) were entered into our system to have the lift, including the cradle and scale, returned to joerns for investigation. The lift, including the cradle and scale, was received at joerns on 09/08/2015 and is awaiting investigation.